Event description:
Reporter stated that sales rep reported that unit was producting multiple entries on the displays of station 1. The sales rep stated the facility was still using the unit. The reporter stated he would file a product complaint and call the facility to arrange for the exchange of the unit for a different one. The reporter called the contact at the facility who insisted that the sales rep be present when the new unit was installed and that she did not want that done for 1 week. The reporter strongly urged the contact not to use the unit with the reported complaint because of the potential for an incorrect delivery. He shipped the day after the incident was reported. The sales rep stated that she has called the facility several times to repeat the importance of exchanging the unit and her availability to do so, but the facility insists on using the unit without exchange until next week.

Manufacturer narrative:
Evaluation: the unit was received dirty and tested as received. The unit passed all acuracy tests. It did fail the emi shield continuity test, which was corrected by tightening a loose screw after the unit was released for repair the complaint could not be duplicated.